Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that one brownish discoloration on the end of the barrel near the tip consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3164164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309628. Batch#: 3164164. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received. Rcc received a complaint via email. On 24sep2024, the hcp office staff, who is the reporter, phoned (B)(6) information and reported the following complaint. While preparing the suspect eylea hd for injection, the physician noticed a "brown substance, that caused a brownish tint to the medicine" inside the medicine that was inside the vial of the suspect eylea hd. The suspect eylea hd was not used for injection. The physician used a different eylea hd to successfully administer the full dose to the patient on time. The 1 suspect eylea hd is available for retrieval, and the reporter requested a replacement of 1 eylea hd. The reporter confirmed that there were no missed doses, and no adverse events associated with this report. No additional information was available at the time of this report.